Manufacturer narrative:
Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a posterior capsule tear occurred during implantation of the light adjustable lens+ (lal+, +20.5d). The lal+ was placed into the ciliary sulcus.